Manufacturer narrative:
Pump was received with a blank display.unable to verify critical pump error (open book image) alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a blank display.unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Severe corrosion was also found on the battery tube spring and battery tube assembly noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2.the test p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Retainer ring damage (a cracked retainer) was confirmed. Unable to verify critical pump error (open book image) alarm, perform the required testing, download firmware using crest, download history files and traces using thus due to blank display.blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2.during visual inspection, severe corrosion was found on the force sensor, motor and vibrator assembly noted. Severe corrosion was also found on the battery tube spring and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received an open book image on the insulin pump screen. The customer's blood glucose level was 93 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.